Manufacturer narrative:
510k: this report is for an unknown insertion instruments /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the stylet could not be removed from the screw. No further information provided. This report is for one (1) unknown insertion instruments. This is report 2 of 2 for (B)(4).